Event description:
External fixator rods were applied during surgery to treat a fractured humerus. Following the procedure the patient was extubated, became very agitated and was thrashing around. While staff attempted to quiet patient on the operating room table, one of the physicians felt a snapping sensation and noted that end of the external fixator rods had snapped. The patient was re-intubated, and all rods were replaced by steel external fixator rods.====================== manufacturer response for external fixator rods, stryker external fixator rods======================have not yet received response